Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified third right posterolateral segment (rpl). A 10mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured at 20 atm for 5 seconds and a vertical rupture was noted. Furthermore, inflation was performed at 12 atm during the first inflation, but the inflation was incomplete. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.